Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed off no power and failed battery test. The customer's mother reported that the insulin pump did not alarm low battery prior to off no power alarm. The customer's blood glucose was 135 mg/dl at the time of incident. The customer's mother declined to troubleshoot for failed battery test alarm. The insulin pump will not be returned for analysis.